Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent a device explant procedure. The explanted ipg and paddle lead were not released by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.